Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition, including the unsure properly inserted and bent cannula, could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient's blood glucose levels reached 538 mg/dl while wearing the pod. The patient reported being unsure if the pod cannula was properly seated in the infusion site (unspecified). When the pod was removed from the infusion site, the cannula was found flat. The patient received a single intravenous fluid bolus of 1,000 ml administered over 30 minutes at an infusion rate of 2,000 ml/hour. The patient's discharge date was not provided. The pod was removed at the emergency room. Additional information is being solicited, a supplemental report will be submitted if received.